Manufacturer narrative:
The customer reported "the drain section separated from the tubing during insertion". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Drain broke during placement.